Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm. The device had a cracked case at the display window corner.

Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 8.9mmol/l. The caller stated that the prime test was performed twice and the insulin pump alarmed. Advised the caller that the insulin pump would be replaced. No further information was provided.